Event description:
It was reported that the lead was explanted due to externalized conductors seen by radioscopy. Also noted were noise, high threshold and low impedance.

Manufacturer narrative:
Analysis found the lead crushed at 19.6-25.2cm from the proximal end; the etfe (blue) coating on cables was intact, but the inner coil lumen damaged. Excessive explant damage was also noted in this area. Internal insulation abrasions were found under the rv shock coil at 4.2-4.5cm, 4.7-4.8cm, 5.1-5.2cm from the distal tip. An internal insulation abrasion was also noted at 8.2-8.7cm from the distal tip. The re cables were not returned. Complaints for noise, low impedance and high thresholds could not be confirmed due to extensive explant damage of lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.